Manufacturer narrative:
Event date: the exact date of this event is not known. The total length of the fiber is 11 feet 7 inches, connector not included in over-all length. The connector is detached and returned. The fiber proximal end exhibits severe burns and melting. The distal tip of the fiber exhibits no signs of usage. Black discoloration was noted near proximal end within blue jacket. The fiber was tested with hene laser fixture, aim beam is visible at break location. Cannot determine when and how fiber was detached from product after final inspection.

Event description:
It was reported that during a surgical procedure the "lma" was found to be detached. The fiber was not used. It was not reported how the procedure was completed. There was no patient outcome information reported.